Manufacturer narrative:
No 011-mc33121 product samples were returned for investigation. One photograph was provided by the customer for evaluation. The photo confirms the complaint of the tubing separated from the shuntless microclave. The DHR was not reviewed because no lot information was provided. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. Additional/updated information can be found in b5, d1, d2, d4, d9, e1, g4 h6 health effect - impact code and medical device problem code.

Event description:
The customer provided additional information on 03-jan-2025 stating that the involved product was a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The product was stored at the ward and was protected in closed cabinets/drawers according to protocol for transport and storage of sterile goods. There was an unspecified defect detected on the device. There was a patient involved in the complaint/event and there was an unspecified adverse event, however, no further details were specified.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified microclave device that reportedly detached from an unspecified tubing. It is unknown if there was any patient involved in the complaint/event; however, there was no report of human harm.